Event description:
Report received from USA stating that the device was not working properly. The device was not used in surgery. It is unk if pt or user injury occurred. It is unk if medical intervention occurred. The date of event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).